Manufacturer narrative:
A ge rep has not yet evaluated the system. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported poor image quality and the vertical lift column will not move. No pt injury was reported.